Event description:
Medtronic received a report that the pipeline failed to open and was found to be damaged upon removal. The marksman catheter was also found to be damaged. The patient was undergoing intracranial aneurysm treatment for a saccular, unruptured aneurysm in the right internal carotid artery c6 ophthalmic artery segment with a max diameter of 7.5 mm and a 5.6 mm neck diameter. Landing zone: distal: 4.2 mm and proximal: 5.2 mm. It was noted the patient's vessel tortuosity was moderate. The accessed vessel was the femoral artery with a diameter of 10 mm. Dual antiplatelet treatment was administered. The pru level was iia. The angiographic result post procedure showed vascular patency and obvious contrast agent retention in aneurysm. It was reported that a case of intracranial aneurysm of the internal carotid artery. After the marksman catheter was placed in the middle cerebral artery, the ped-500-25 stent was selected. The stent was pre-deployed in the middle cerebral artery many times and could not be opened smoothly. So massaged the stent several times and tried to open it, but to no avail. The marksman catheter was then withdrawn to the ophthalmic segment of the internal carotid artery and an attempt was made to deploy it in situ, but the stent still did not open. In the end, I had no choice but to withdraw the stent. After withdrawing it, I checked the stent body and found that the stent body was damaged and the marksman was also slightly damaged. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU).  The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID fa-55150-1030 (lot: 222271781); product type: ; medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product analysis #706275010:equipment used: video inspection system (m-78210), ruler 200cm (m-83361) ¿ as found condition: the pipeline flex braid and marksman catheter were returned for analysis within a shipping box; and within a plastic bio-pouch. The pipeline flex pusher was not returned for analysis. Therefore, any contributing factors could not be assessed. ¿ damage location details: the braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The distal and proximal ends of the pipeline flex braid appeared to be fully opened and damaged. No flash or voids molded were observed in the hub. No damage was found with hub. The marksman catheter body, distal tip and marker were examined; and no damages were found. No other anomalies were observed. ¿ testing/analysis: the total and usable lengths of marksman catheter were measured to be within specifications. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues. ¿ conclusion: based on the analysis findings, the pipeline flex was not confirmed to have failure to open at proximal as the braid was found fully opened and damaged. However, the root cause for damage could not be determined. In addition, the marksman catheter could not be confirmed to be damage as no defect was found with returned marksman catheter. (Nikkhs2 2024-04-14) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the procedure was completed under guidance of a doctor from a higher-level hospital. The cause of the catheter damage was from the stent not opening and during adjustment, the catheter was damaged. The proximal section of the pipeline did not open. The pipeline was not placed in a vessel bend when it failed to open. Additional steps to try to open the pipeline included re-pushing the guidewire. The distal section of the catheter was damaged.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.